Event description:
Health care worker called to complain that the device was giving low results with its calibration. This was confirmed by phone trouble-shooting. The device was replaced and the defective one returned for investigation.